Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 bursts of inappropriate anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). Patient experienced an additional episode of inappropriate therapy which involved 6 bursts of inappropriate anti-tachycardia pacing (atp) and 6 shocks with therapy exhaustion. Device was reprogrammed and troubleshooting was discussed. Device remains in service. No additional adverse patient effects were reported.